Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was evaluated and replaced and the power supply ps1 was adjusted for optimal performance. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the system failed to boot up. There was no reports of pt injury or death associated with this event.